Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that fluid leakage was observed following 3cg PICC catheter placement. Upon catheter removal, partial in-vivo damage was detected in both instances. Patient treatment cycle not completed, affecting subsequent treatment. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheters is confirmed; however, the exact cause is unknown. Two photographs of 4 fr powerpicc catheters were returned for evaluation. An initial visual observation of the photographs revealed two catheters with circumferentially aligned splits. One of the catheters was observed to have two splits between the 17 cm and 18 cm depth marks. It was not possible to determine the location of the single split on the other catheter. Both devices appeared to have been used. No details of the splits in the catheters in the returned photographs could be discerned. There were no distinguishing features in the returned photographs of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.